Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the air vent of the spike. This occurred during priming with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted a fissure on the blue air vent. The sample was gravity tested with methylene blue and a leak test was performed and the unit was leaking through the air vent. The reported condition was verified and the cause is unknown. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.